Event description:
It was reported, the pt had not charged the ipg for quite some time and the charger no longer locates the ipg. The field representative met with the pt and verified the ipg's loss of communication. Surgery to replace the ipg had been scheduled for 03/07/2013.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.